Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4 (expiration date), g3, g6, h2, h3, h4, h6, h11. The reported event was confirmed by review of op notes. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: (B)(6) 2014; revision op report, post-operative diagnosis: massive pseudotumor, acetabular loosening, excision of pseudotumor, complex revision with bone grafting. (B)(6) 2014; discharged report. ¿presented with loosening and flipped acetabular component¿. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). D10: cat# 139270 lot# 884395 m2a-magnum 52-60mm tpr insr +3. Cat# 103208 lot# 423990 taperloc por fmrl 15x150. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient had an initial right total hip arthroplasty. Subsequently, underwent a revision approximately 8 years later due to metal related pathology. During the surgery a massive pseudotumor was excised, found large amount of necrosis, and the acetabular component was loose. It was reported that no further information could be provided.